Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a perclose proglide device after a percutaneous transluminal angioplasty interventional procedure. Reportedly, a posterior cuff miss occurred. A second perclose proglide was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. While retracting the needle plunger to retrieve the suture, a posterior cuff-to-needle tip detachment occurred evidenced by bent and flattened posterior cuff tabs. The rail suture end also broke at the swage end of the posterior needle tip. A suture break and cuff-to-needle tip detachment would have resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.